Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during fill. The baxter technical service representative (tsr) explained the message to the home patient (hp) and informed them to start over using new supplies. The hp said they were using manual bags and they followed the above and the hc was okay. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was supply bag disconnected without falling. This issue is being investigated through CAPA. The label review found the labeling adequate for the suspected use error in this complaint. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.